Event description:
It was reported the black bezel on receptacle on top of device is broken. It was also reported the output connector needs to be repaired. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).